Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010 essure (fallopian tube occlusion insert) was placed. At that time consumer was (B)(6). Consumer experienced essure placement painful, pain in abdomen, lower back pain, itching skin, irregular bleeding or breakthrough bleeding, heavier menstruation, pain during menstruation, pain in bones, pain in elbow, tiredness, mood swings, emotionally out of balance, memory loss, concentration problems, tooth problems, excessive sweating, stress, and bursitis. The consumer's concurrent condition included nickel allergy. She reported problems with movements and work-related problems. She contacted several physicians as trauma surgeon (hand), orthopedic surgeon, dentist and psychologist. Treatment planned includes removal of essure. Before intervention the doctor told that essure contained precious metals, nothing on nickel. Company causality comment: this spontaneous case report received via regulatory authority, refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Consumer is planning to remove the devices. Pain in abdomen is listed in the reference safety information for essure. Pelvic, abdominal, groin, back pain of varying intensity and length of time may occur and persist following essure placement. Considering the information received for this case and the nature of event, a causal relationship between pain in abdomen and essure cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Quality safety evaluation received on 26-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 748 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority, refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Consumer is planning to remove the devices. Pain in abdomen is listed in the reference safety information for essure. Pelvic, abdominal, groin, back pain of varying intensity and length of time may occur and persist following essure placement. Considering the information received for this case and the nature of event, a causal relationship between pain in abdomen and essure cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information is expected.